Event description:
It was reported that the metal tip of two trim-it drill pins broke off on insertion. One of the pins was able to be removed, and an x-ray machine was brought in the search for the missing broken pin. The missing tip could not be removed. The surgery center has not reported any adverse consequences with the pt as a result of this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. DHR revealed nothing relevant to this event. Arthrex will continue to investigate this issue. A follow up report will be submitted with significant info obtained from the investigation.